Manufacturer narrative:
Analysis of the catheter (sn; (B)(4)) identified the suture ring on the catheter connector was broken. Analysis of the pump ((B)(4)) identified the outer shield was concave, however, it did not affect the performance of the pump in the laboratory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
**Please note, the information previously reported within MFR report number # 3004209178-2019-21397 was incorrectly reported with pump serial number (B)(4). The correct serial number for the pump involved with this event is (B)(4). Please refer to MFR report number # 3004209178-2019-21397 regarding the information previously reported for this event and please refer to this MFR report for additional information.** concomitant medical products: product ID: 8709, lot/serial# (B)(4), implanted: (B)(6) 2003, product type: catheter, ubd: unknown, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent once analysis complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer for analysis. Please refer to MFR report number # 3004209178-2019-21397 regarding the information previously reported for this event.